Event description:
It was reported to philips that the device's etco2 port connector is worn. The customer has not reported any parameter functionality loss due to the observed wear. There was no reported adverse patient impact.